Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and that the pump indicated a data log corruption. The customer reverted to an alternate method of insulin therapy additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 114 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 233-236 mg/dl.